Event description:
A customer reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, attempts to resolve the issue by reloading the same cartridge were unsuccessful, but after being guided by technical support through the process of filling and loading a new cartridge, the customer succeeded in resolving the issue and resumed using the pump.